Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported the patient is experiencing loosening, pain, burning sensation, and an odd feeling in hip.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient hip arthroplasty has been revised due to infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient had a pic line for 6 weeks after spacer implanted in (B)(6). The patient then underwent an aspiration in (B)(6) and is currently awaiting implantation of final implants.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The devices were used in an approved and compatible combination. Device history record review identified no deviations or anomalies in the manufacturing process for lots 62565781, 61540018, 62690198. DHR review of lot 62700916 shows no deviations to the standard manufacturing process that would have affected the surgical outcome or contributed to the reported event of infection. (B)(4) were written for nonconforming tapers unrelated to the reported issue. Review of the complaint history identified no previous complaints for the part-lot combination of the reported devices. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. A definitive root cause for the reported issue cannot be determined with the information provided